Event description:
It was initially reported on (B)(4) 2013 that the patient had generator explant surgery due to the patient being a non-responder to vns therapy and no product issue was suspected. Follow-up with the treating physician's office regarding the lack of efficacy revealed that when the physician assumed care of the patient, the vns was found "failed" reportedly on (B)(6) 2011. It is unclear what is meant by "failed". Product analysis of the generator was completed. An end-of-service condition was found and determined to be the result of normal expected battery depletion, based on the battery life analysis and electrical test results. The pulse generator module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator. It is likely that the physician meant that the generator was at end of service, but attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
No failure was detected in the product analysis lab. However, it is unclear what the physician means by generator "failure".